Event description:
It was reported that the patient was hospitalized for weakness; the hcps were "looking for cause". The patient also had a positive blood culture for methicillin resistant staph aureus; the source was unknown. The patient was receiving intravenous vancomycin. Troubleshooting options were being considered, as well as programming a dose reduction. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).